Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation.

Event description:
It was reported that the pump display error message showing disposable pump won't run. No patient injury was reported.

Manufacturer narrative:
Additional information received on 19-jul-2022 via email and attached to complaint object: cadd pump serial numbers received. Patient details updated in complaint. Relevant tests, relevant history, and whether the patient received medical treatment are all unknown or not provided. The length of infusion was continuous. Volume delivered/remaining when alarm occurred, set flow rate, and position of pump when alarm occurred are all unknown or not provided. No photos of the cassette are available. Device manufacturing date: 12-aug-2019.